Manufacturer narrative:
Batch review performed on 19 june 2023: lot 2111921: (B)(4) items manufactured and released on 23-nov-2021. Expiration date: 2026-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to a malrotated tibia and the cause is unknown. At about 11 months post primary the surgeon revised the insert and tibia as well as internally rotated the tibia. The surgery was completed successfully.